Manufacturer narrative:
The referenced pump exchange on (B)(6) 2015 was reported under medwatch MFR# 2916596-2015-02069. (B)(4). Approximate age of device - 64 days. The explanted pump was not returned for analysis as it was retained by the hospital. However, two post-explant photographs of the device were provided for analysis. The analysis of the first photograph provided by the hospital confirmed the presence of a thrombus formation within the proximal side of the outlet stator. This deposition appeared to lack concentric layering, indicating that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined through this evaluation, it could have contributed to the reported hemolysis, as well as the power elevations confirmed through the analysis of the information recorded in the submitted system controller log file. The second provided photograph of the rotor revealed no evidence of developed depositions or thrombus formations. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient underwent a pump exchange on (B)(6) 2015 due to power elevations and increased lactate dehydrogenase (ldh) values. On (B)(6) 2015, the patient's ldh value was noted to increase to approximately 1200 u/l. The system controller log file data showed elevations in pump power. The patient was administered with intravenous (IV) heparin therapy but the ldh level remained high. Physically, the patient showed no signs of discomfort. On (B)(6)2015, the patient's pump was explanted and a device from another manufacturer was implanted. The explanted pump will not be available for evaluation; however, post-explant photographs showed the presence of a thrombus formation within the pump. No further information was provided.